Event description:
It was reported that the pole clamp screw is bent. No patient involvement was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted and deemed unrelated to the current customer reported reason. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a bent front panel preventing the tidal volume knob to move freely. The positive end-expiratory pressure (peep) knob cap is missing and the housing contains minor wear and tear. Pole clamp was also received with a bent screw clamp, stripped threads, and unable to remove from the clamp. Functional testing found the pole clamp is bent. The root cause of the reported issue was found to be customer damage. Replaced front panel, case label kit, and 4 small knob covers. Re-shaped bottom chassis and tightened retaining screws on the front. Installed new MRI battery, sintered filter, and o rings. The pole clamp assembly is an accessory and will not be able to be replaced via service department; scrapped on site. Device passed all functional testing. D5 and e4 are unknown, no information provided to date.